Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (58 mg/dl) overnight. Reportedly, the customer changed the basal settings upon physician's recommendation. The customer corrected with food and drank juice. The customer's blood glucose increased ( 221 mg/dl) and indicated had administered a bolus.